Manufacturer narrative:
It was reported that a second revision was performed due to infection. The associated trigen hindfoot fusion nail was not returned for evaluation. Thus the products analysis could not be performed. As device details were not made available, device history record and sterilization documentation review could not be completed. Complaint history review could not be performed with accuracy due to lack of batch information. A clinical analysis noted that the undated CT scan and x-rays were submitted for review but don¿t provide a root cause for the infection. It is unknown if the treatment plan was followed or if the patient attended rehab sessions. No lab data were submitted to substantiate an infection. The root cause of the reported infections and the resulting multiple revisions as well as the present status of the patient are unknown. Without the return of the actual product involved and no patient records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a 2nd revision of the hfn to remove the 10mmx16cm left cemented version sized was performed.